Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as improper operation. The patient was treated with ceftriaxone. Hospitalization, patient outcome, and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.